Event description:
Reportedly, after cardioversion for atrial fibrillation the teo dr went into doo mode 50 bpm for more than 30 minutes. Patient had underlying heart rhythm and could therefore be back in afib because of asynchronous pacing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after cardioversion for atrial fibrillation the teo dr went into doo mode 50 bpm for more than 30 minutes. Patient had underlying heart rhythm and could therefore be back in afib because of asynchronous pacing.